Event description:
Information received regarding the explanted device notes that the patient reported fever and chest discomfort on december 01, 2004. He was admitted to the hospital on december 02, 2004 and found to have a staphylococcus aureus infection, sepsis and vegetation around the generator and leads.